Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no button error alarm and no battery out limit alarms noted. The unit was tested with a test keypad and no frozen screen noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive and had a button error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.